Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted. (B)(4).

Event description:
Bausch + lomb received a published literature by a surgeon who reports performing cataract surgery with implantation of the akreos mi60g intraocular lens in the left eye. Approximately one week postoperatively, an anterior membranous chamber inflammation was noted which was successfully treated with inflammatory and antibiotic regimen. Preoperatively, the patient's bcva was 20/70 with mr +1.50 - 3.50 x 86. Postoperatively and after treatment, the patient's bcva was 20/32 with mr +0.50 - 1.50 x 26.